Manufacturer narrative:
Per the user facility's perfusionist, the pump stopped automatically from a running state and was not triggered by any safety settings. This occurred three times and the pump was restarted. The local display was not lost during any of the stops. As per the subsidiary, he went to the facility and found the pumps worked correctly. All cables are fixed firmly. Per data log analysis, a total of four stops while arterial was running over five liters per minute (l/min). The log matches what would happen if the local start/stop button was pressed on the pump, but could not confirm the start/stop button was actually pressed in all cases. The pump is started again at 7:11:32 pm the arterial (art) pump is started and speed is increased to 5.316 l/min. At 7:41:50 pm, art speed is set to 5.45 l/min. At 7:43:42 pm the art pump stops again with the same behavior as the previous stop. The pump is started again at 7:43:52 pm. At 7:44:09 pm art speed is set to 5.183 l/min. At 7:48:01 pm the art pump stops again with the same behavior as the previous stops. The pump is started again at 7:48:03 pm. At 8:07:05 pm art speed is set to 5.283 l/min. At 8:08:50 pm the art pump stops again with the same behavior as the previous stops. The pump is started again at 8:08:54 pm, speed is increased to 5.516 l/min. Art is stopped at 8:37:46 pm. The perfusion screen is exited at 8:39:51 pm. The log shows a total of four stops while art was running over five l/min. The log matches what would happen if the local start/stop button was pressed on the pump, but can't confirm the start/stop button was actually pressed in all cases.

Event description:
It was reported that during use of the device for a cardiopulmonary (cpb) procedure, the pump stopped and had to be restarted three times. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2018, the perfusion clinicians had a roller pump on an heart lung machine (hlm) in the arterial position stop without an error message. (The team doesn't recall an error message) the tubing that was being employed was 1/2 inch silicone tubing in the arterial roller raceway. This occurred during the procedure approximately four times and it was when the pump was running above the five liters per minute (l/min) speed. The clinicians were able to immediately restart the pump by pressing the start/stop button and coming up to full expected perfusion pump flow. The previous preventive maintenance (pm) on this roller pump was performed on december 23, 2017. The incident did not delay the surgical procedure. There was no blood loss or harm associated with the incident.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.